Event description:
On (B)(6) 2012, the reporter claimed the animas pump is giving an alarm indicating she has exceeded her maximum doses with the 2 hour period. The reporter indicated that she is not taking more than 10 units with the 2 hour period but the pump is warning her maximum rate with the 2 hour time frame is exceeded. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported due to unresolved maximum dose warning issue. The animas pump was requested back for investigation.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-dec-2018 with the following findings: the original complaint was reported on (B)(6)2012. A review of the pump black box showed data for the date of the complaint was not available due to continued pump use to confirm when the ¿exceed 2 hour max warning¿ occurred. The complaint was unable to be verified or duplicated during investigation. Testing confirmed that the pump will correctly not emit the alarm/warning of 170 max 2 hours until the basal and bolus deliveries reached or exceeded the max setting within 2 hours. The pump successfully completed a rewind, load, and prime sequence. The pump passed all required testing for history recording with no defects found. Unrelated to the complaint, investigation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.